Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that erosion was observed. Infection was also noted. There was no allegation against the device or leads being the cause of the infection. The device system was explanted. The patient was stable.